Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024. Patient's blood glucose at the time of event was 512 mg/dl. Patient had blood clot in kidney and diverticulitis. Patient reported symptoms of nausea, sweating and was feeling unwell. Patient was treated via insulin injections. Patient was hospitalized for more than 24 hours. No further information available.